Manufacturer narrative:
Pump was returned for evaluation. Upon visual inspection, no abnormalities were noted. Electrical testing was performed and all motor cable lines were found to be within range. Blood was present in the purge gap and blood ingress was seen in purge lumen. Pump was placed in a bucket of water and purged for approximately 5 minutes before high purge pressure was observed. Pump was attempted to be run but an immediate pump stop occurred. While purging the pump, the catheter was cut at the 18cm mark and purge pressure resolved almost immediately. No data logs were returned for evaluation. The root cause of the pump stop was most likely biomaterial in the motor. D9 added date device returned to manufacturer f6/f8-should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: section: warnings, cautions, and precautions to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ section: impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: troubleshooting the purge system unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 48-year-old male patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. It was reported that on day two of impella cp support a purge system blocked alarmed occurred. No kinks or blockages were observed. The impella at p9 showed concerns for pump saturation. Purge cassette changed with no significant improvement to purge flows and purge pressure. Pump stopped with successful restart. The pump stopped again shortly after with an unsuccessful restart. The pump was explanted, and the patient was reported as hemodynamically stable.